Manufacturer narrative:
Follow-up #1 date of submission 03/23/2016 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2016 with the following findings: a review of the black box data showed no activity outside of normal use. Dates in ¿total daily dose¿ history were incongruent changing from (B)(6) 2016 to (B)(6) 2015, no data in the black box from the time of the incongruent dates due to continued patient use. During investigation, a time keeping accuracy test was performed. The pump maintained time accurately during the 5 day duration test; however, when the pump was left without power for 1 hour and was powered back on, it had returned to the default time and date. The pump was opened and the internal battery (bt1) was found to be leaking. Unrelated to the complaint, the battery compartment was observed to be cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history/settings (time loss/gain) issue. It was reported that the pump was gaining time. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.